Manufacturer narrative:
This case did not involve a product malfunction. Since the medical event was related to a training issue, no investigation of the product is required. This is a final report.

Event description:
On (B)(6) 2011, a customer called the customer service center to report he was unable to use his precision glucose meter and that it was not set up. The customer reported that at 8pm on (B)(6) 2011, because he was unable to use the meter he experienced symptoms of cold sweats, nausea, and blurred vision. Paramedics were called, and the customer reported receiving oral glucose. The customer was transported to a health care facility where he reported he was diagnosed with severe hyperglycemia and treated with IV glucose. It should be noted that the customer-reported diagnosis of hyperglycemia is inconsistent with treatment with glucose. No readings were reported. The customer also reported taking metformin 500 mg to counteract the event. The customer denied injury or loss of consciousness. The customer subsequently called customer service to obtain training on how to correctly set-up his glucose meter. There was no report of death or permanent injury associated with this event.